Event description:
Note: event date is unk. It was reported to boston scientific corp. That an injection gold probe hemostasis catheter was used during a procedure to treat a gi bleed on a male pt. According to the complainant, the needle could not be retracted. The procedure was completed with another injection gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).